Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer was involved in a single party car accident, where the customer was the driver of the vehicle, and passed away at the scene due to blunt force impact. The caller stated that the initial report of the accident indicates reckless driving. The results of the customer's blood glucose, at the time of the accident, are still unknown and are not expected for at least six weeks. The customer was wearing the insulin pump at the time of death. The customer was using sensors, however the caller is not certain whether a sensor was worn at the time of death or not. The caller did not have the insulin pump at the time of the call. Therefore, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent. The caller agreed to return the device for analysis.

Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details .

Event description:
The father of the customer called back to get assistance with obtaining the customer's last recorded blood glucose value from the insulin pump. Assistance was provided, however, the bolus history of the insulin pump was no longer available since the insulin pump had been without a battery for approximately a month. The caller did not have the customer's blood glucose meter in order to check the last recorded blood glucose value. Caller will return the insulin pump for analysis.